Event description:
Customer reportedly obtained results of 290mg/dl and approx 60mg/dl on the same device within 10 minutes. Customer ate in response to the approx 60mg/dl result, as he felt hypoglycemic symptoms at that time. No adverse event reported and no treatment received. No strip info provided. No quality controls were used. Requested return of suspect device but customer declined returning device.